Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope. A review of latitude data found a yellow alert for amplitude out of range on the right atrial (ra) lead channel. Also, it was reported that the communicator was not connecting with the device. Technical services (ts) referred the patient to their physician. This cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.